Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant, during the operation, multiple target blood vessels were repeatedly selected and tested to implant the lead due to patient anatomy. Due to prolonged surgery there were suspected to be formation of tiny blood clots in the lead cavity, and the guide wire was difficult to insert into the lead. There were no electrical anomalies noted. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. The lead was evaluated with the guidewire and did not find any restriction/obstruction. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification.